Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device. A titan one touch release pump and two cylinders were received for evaluation. Testing and examination of the returned components revealed a separation in the exhaust tubing of cylinder 1. Testing revealed this to be a site of leakage. Microscopic examination of the surfaces revealed them to be smooth, indicating stress was exerted on the site. Areas of abrasion were also noted on both pump exhaust tubes and pump inlet tubing. No functional abnormalities were noted with the pump or cylinder 2. Based on examination of the returned product, it was concluded that the abrasion marks noted on all pump tubing matched in such a way to conclude that they had overlapped and abraded against one another while in-vivo. This positioning, in combination with device usage over time, could contribute to sufficient stress to separate the exhaust tubing of cylinder 1. A separation of this type would then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database revealed no trends for this lot. Review of non-conforming reports revealed no non-conformances for this lot. No capas are associated with this lot.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA review. No trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, the device was replaced due to a malfunction. Cylinder tubing leakage/tear was reported.